Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd syringe¿ with needle there was an issue with leakage. There was no report of injury or further medical intervention.

Event description:
It was reported with the use of the bd syringe¿ with needle there was an issue with leakage. There was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A batch history review showed no non-conformances associated with this issue during the production of this batch. Based on the available information we were not able to determine a root cause at this time. Although the defect was not confirmed for this instance, bd has recently investigated a similar complaint for this product and found a leakage may occur as a result of a damage in the plunger lip. Without the sample for evaluation we cannot verify this to be true for the product reported. If a sample becomes available this complaint will be reopened and investigated fully. We can ensure that the probability of finding this kind of defect is very low and any recurrence is unlikely in our products since review syringe DHR showed no indication of the alleged defect, considering our in-coming and in-process inspection and since this is the first time this lot is reported for this defect, no actions are required.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: no.

Event description:
It was reported with the use of the bd syringe¿ with needle there was an issue with leakage. There was no report of injury or further medical intervention.